Event description:
It was reported patients' battery was low and unable to be placed in MRI mode. Surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.